Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (b(4) on (B)(6) 2019. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of adnexa uteri pain ('pain in the left ovarian area especially') in a 33-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced adnexa uteri pain (seriousness criterion medically significant), ear pruritus ("incessant itching of ears day and night"), dermatitis psoriasiform ("psoriasis-like plaques"), myalgia ("back and neck pain with large muscle contracture"), muscle contracture ("back and neck pain with large muscle contracture") and gastrointestinal motility disorder ("lot of transit problem despite a good diet"). At the time of the report, the adnexa uteri pain, ear pruritus, dermatitis psoriasiform, myalgia, muscle contracture and gastrointestinal motility disorder had not resolved. The reporter provided no causality assessment for adnexa uteri pain, dermatitis psoriasiform, ear pruritus, gastrointestinal motility disorder, muscle contracture and myalgia with essure. The reporter commented: she had multiple health concerns since the implementation of implants. Actions taken to treat her in the healthcare establishment. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 03-jul-2019. This spontaneous case was reported by a consumer and describes the occurrence of adnexa uteri pain ('pain in the left ovarian area especially') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced adnexa uteri pain (seriousness criterion medically significant), ear pruritus ("incessant itching of ears day and night"), dermatitis psoriasiform ("psoriasis-like plaques"), myalgia ("back and neck pain with large muscle contracture"), muscle contracture ("back and neck pain with large muscle contracture") and gastrointestinal motility disorder ("lot of transit problem despite a good diet"). At the time of the report, the adnexa uteri pain, ear pruritus, dermatitis psoriasiform, myalgia, muscle contracture and gastrointestinal motility disorder had not resolved. The reporter provided no causality assessment for adnexa uteri pain, dermatitis psoriasiform, ear pruritus, gastrointestinal motility disorder, muscle contracture and myalgia with essure. The reporter commented: she had multiple health concerns since the implementation of implants. Actions taken to treat her in the healthcare establishment. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.